Event description:
Battery door inadvertently popped open during pacing, causing the pacemaker to stop pacing and settings to revert to power-on default values. Possible problem with design of battery door latch.